Event description:
It was reported there were high thresholds on the right ventricular lead. It was further reported that impedance values reported through the remote transmission were 3000 ohms, however the in office check noted impedance values of 500 ohms and a lead fracture was suspected. Technical review of information was performed and reported that the unipolar lead was displaying bipolar lead impedance and that the historical and in-office measurements of 500 ohms are valid. It was further noted that if a transmission is performed within eight days of a programmer session the bipolar impedance is displayed. The lead was capped and replaced due to the high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01 ipg implanted: (B)(6) 2011. (B)(4).